Manufacturer narrative:
No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the package was not completely sealed. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one sample was returned for investigation. The returned sample was received in used condition without original packaging. The samples were visually inspected under normal conditions of illumination. An open seal was detected, complaint was confirmed. No other analysis was performed. The returned sample was inflated using a syringe. The cuff would not inflate; the complaint was confirmed. Based on the analysis conducted in the sample provided, the reported failure mode was confirmed. The possible root cause was traced to the manufacturing process and method not correctly/properly followed which led to an open seal. For corrective action, a customer complaint notification was made to production personnel to explain the importance of adherence or following the manufacturing procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).